Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl or read "high" on the cgm. The customer resolved the issue by changing the cartridge and resuming insulin delivery.